Event description:
It was reported that prior to a coronary interventional procedure, placement of the sutures was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred. The suture of a second proglide device was attempted to be placed and a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 10f. The interventional procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.